Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: (B)(4), explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving hydromorphone (3 mg at 1.19922 mg/day) and clonidine (225 mcg at 89.94144 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient came in for a routine pump refill, upon aspiration a discrepancy was found. The expected reservoir volume was 2.9 cc and the actual was 10cc. Due to the discrepancy a dye study was performed. The patient reported sudden onset of severe nausea and vomiting on (B)(6) 2018 which in retrospect may be explained by opioid withdrawal due to an interruption in intrathecal therapy. The patient was hospitalized at a local hospital and received a negative workup. A catheter access port (cap) contrast study was performed, on (B)(6) 2018, and was unable to aspirate csf or inject contrast through the catheter. The patient's entire system was replaced, on (B)(6) 2018, and returned to the manufacture. It was indicated the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2018. The event resulted in in-patient or prolonged hospitalization. The patient's weight was (B)(6) lbs. Additional information was received from a healthcare provider via a clinical study on 2019-jan-10. The serial number for the patient's catheter was provided.

Manufacturer narrative:
The pump was returned and analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.